Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345 and identified system error 345 alarms in the event history log. The cause was identified to be the upstream readings out of specification and the upstream sensor failed calibration. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.